Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocar did not contain the fluid while performing a vitreoretinal surgery. The product was replaced during surgery with no harm reported to the patient. The samples were not retained from this reported event.

Manufacturer narrative:
No lot number was identified with this complaint, lot history and complaint history reviews could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a mfg post assembly inspection practice. Ths complaint does not identify a reported lot and no sample was returned for evaluation, so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a mfg change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.